Event description:
It was reported that stent dislodgement occurred, resulting in an additional intervention. The patient presented with coronary artery disease. The target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and calcified left anterior descending (lad) artery. After ballooning the old stent with isr multiple times, the physician attempted to deliver and deploy a 2.50 x 20 mm synergy? Xd drug-eluting stent (des) distally to cover a dissection. A non-boston scientific (bsc) wire, a 6f non-bsc guide extension catheter, and a non-bsc guide wire were in place when the stent became dislodged in the proximal lad, proximal to the previously implanted stent. A 1.00 x 10 mm balloon catheter was inserted in an attempt to recapture the dislodged stent into the guide catheter by inflating the balloon distal to the stent and pulling back. However, this maneuver was unsuccessful. As the stent could not be retrieved, it was ultimately deployed in place, and multiple balloons were used to dilate the stent up to 3.50 mm. The procedure was completed successfully, and no patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.